Event description:
It was reported that the patient experienced inadequate pain relief, and a volume discrepancy was discovered. The patient had 'good pain relief until recently,' when a couple months ago, the pain began increasing. The increased pain coincided with the time of a fall in which the patient had a shoulder fracture. During the last 2 refills, the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Due to the age of the pump and catheter, the healthcare provider was planning on replacing the entire pump system. Reporter stated that there were no known diagnostic studies. Reporter did not provide surgical date, however manufacturer device registry reported a pump and catheter was replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l36997, implanted: (B)(6) 1996, explanted: (B)(6) 2012, product type catheter. (B)(4).